Event description:
It was reported that during a total knee procedure, the universal tracker would not be recognized by the system. An alternate tracker was not readily available, as a result there was a forty-five minute procedure delay as the physician had to wait for an alternate tracker to be sterilized before use.

Manufacturer narrative:
It is not possible to determine the cause of the event without an eval of the device. Add'l info will be submitted if the device is received and the quality investigation is completed.